Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for normal device check. Upon attempted interrogation, the pulse generator could not be interrogated. On 1/3/17, the device was explanted and replaced. The patient was in stable condition during and post operation.